Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 7th complaint for lot # 9212459 for this type of defect or symptom. Previous complaint (B)(4). Based on the investigation and with no sample analysis the symptom reported by the customer can¿t be confirmed. This lot was produced for 1.4mm units; this is a cpm of 2.7; we will continue monitoring the complaints of this product and lot. Root cause description: undetermined. Rationale: CAPA not required at this time. A review of the applicable fmea/peura (rm863) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported during use needles are breaking when inserted into cartridge with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that needles breaking when inserted into cartridge septum. Caller reported needles breaking when inserted into cartridge septum. Customer unsure of exact date, event date is an estimate. Number of occurrences: 2-3, customer unsure. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 26 g, 3/8"" needle, pn 305110. Product lot #: 9212459. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? - yes, sample is not available for investigation. Resolution: caller was able to successfully fill a cartridge. No further action required.